Event description:
It was reported the pt is not receiving effective pain relief from her scs system. A sjm representative met with the pt for programming, however, the representative was unable to provide stimulation coverage in the pt's right side. Additional information received identified the pt underwent surgical intervention to revise her scs system on (B)(6) 2014. The pt is now reportedly receiving pain relief in her right side.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.